Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient had elevated blood glucose (bg) reading ¿high¿ on the meter (>600 mg/dl). The reporter stated the patient had been sick all night. The reporter stated the site was changed and the patient received a correction bolus of 13+ units of insulin. The reporter alleged the cartridge had leaked into the cartridge compartment resulting in the patient not receiving the correct insulin delivery. The reporter was unable to perform troubleshooting pump/cartridge with customer support at the time of the call. Customer support made several attempts to contact the reporter in follow up but the reporter did not respond. No further information was provided. If further information is provided, this complaint will be updated accordingly. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.